Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "the patient had a port-a-cath inserted (B)(6) 2024. Port-a-cath left access by team for on-going management of severe bleeding disorder. Patient was discharged by ward team in hemophilia center. On (B)(6) 2024 when port site was examined by hemophilia team it was found that the extension had snapped. We had to remove the needle, re-access with a new one, and take bloods to test for infection." No other information was provided.